Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further review it was found that there was no serious injury in this case as well as this malfunction has never been previously reported as causing or contributing to an adverse event. Therefore, the initial report was filed in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that a sales representative found damaged tibial articular surface provisionals while restoring the tray. No patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.